Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
A yellow card 2026/003/031/501/013 was received from the mhra. The reports states that the frames have a strange appearance.